Manufacturer narrative:
Patient age at time of event: over 18 years of age. (B)(4).

Event description:
It was reported aspiration stopped. During an atherectomy procedure using a 2.4mm jetstream xc atherectomy catheter, the lesion was in the long chronic total occlusion (cto) located in a previously placed stent in the superficial femoral artery (sfa). The vessel had multiple previously placed stent. During use the device over a thruway 300 guidewire, the jetstream catheter slowed and stopped. The device was not able to ablate the lesion. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Update: device evaluated by MFR. Eval summary attached. Method, results and conclusion codes. Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. The device was visually examined for any shaft damage and also functionality of the device. The device perform as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4)

Event description:
It was reported aspiration stopped. During an atherectomy procedure using a 2.4mm jetstream xc atherectomy catheter, the lesion was in the long chronic total occlusion (cto) located in a previously placed stent in the superficial femoral artery (sfa). The vessel had multiple previously placed stent. During use the device over a thruway 300 guidewire, the jetstream catheter slowed and stopped. The device was not able to ablate the lesion. No patient complications were reported and the patient status was fine.